Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the displacement test due to the physical damaged. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had fallen and the micro was damaged. Customer was not able to read value on the screen. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.